Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. After the customer changed the infusion set tubing and cartridge, the issue was resolved and the customer was able to resume insulin therapy. Customer's blood glucose was 144 mg/dl.